Event description:
This notification is being reviewed due to a user of rep dreamstation go auto, caller stating tha the patient has passed away and is asking what to do with the device. Advised that it was a replacement which she can donate if no longer needed. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
The manufacturer previously reported: this notification is being reviewed due to a user of rep dreamstation go auto, caller stating tha the patient has passed away and is asking what to do with the device. Advised that it was a replacement which she can donate if no longer needed. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification is being reviewed due to a rep dreamstation go auto with a report of patient passing away. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. Section product UDI in box d and box h have been updated/corrected in this report.